Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set with pah that upon needle insertion, blood flowed into the tube; when the collection tube was inserted, a hissing sound was heard and blood leaked from the tube and the area between the white bottom section. This occurred in 3 devices.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.